Manufacturer narrative:
The meter was requested but has been discarded by the user. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the incidents cannot be determined. Blood-glucose measurements and insulin dose amounts before the incidents were not provided. Environmental conditions, testing practices and medical conditions may have contributed to a higher blood-glucose reading. Insulin may have contributed to the event. No corrective action will be implemented because system failure cannot be confirmed. The information associated with this event will continue to be trended.

Event description:
The reporter stated on (B)(6) 2015, he measured his blood glucose with his up & up meter (value not provided) and administered the appropriate amount of insulin (value not provided). He soon thereafter became unconscious and emts were contacted. Initially, they were unable to obtain a blood-glucose measurement but after a glucose IV, the measurements were 30, then 50 and eventually 140 mg/dl. The meter used for these measurements was not specified. The same scenario happened on (B)(6) 2015. Once again the emts arrived and treated him with a glucose IV. Blood glucose measurements and insulin dosed was not provided. The patient has recovered. The caller reports discarding the meter after the second incident.

Manufacturer narrative:
The meter was requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the incidents cannot be determined. Blood-glucose measurements and insulin dose amounts before the incidents were not provided. Environmental conditions, testing practices and medical conditions may have contributed to a higher blood-glucose reading. Insulin may have contributed to the event. No corrective action will be implemented because system failure cannot be confirmed. The information associated with this event will continue to be trended. Follow-up report includes meter serial number, date product received and summary of investigation results.